Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the clear hydrophilic coating was coming off the wire while back loading a catheter over the wire. There was a clear gelatinous material gathering at the tip outside the patients body as it was advanced over the wire. The wire was well lubricated. The material was removed, but gathered again when the wire was advanced further. No additional patient consequence to report.